Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the therapy knob was not functioning properly on the heartstart xl. There was no patient involvement.